Manufacturer narrative:
An investigation is currently underway. Upon completion, a full detailed report will be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer initiated a service repair request regarding an scd express power cord that burned while using with a patient. The unit was connected along the patient for around 1 hour . Immediately sparks + burning smell came from the cable . The unit was connected to normal wall socket of 240 v without any extensions. Unit is still working fine after cross checking with another cable, only the cable is burned. Fuses are also found ok in the machine. There was no medical intervention needed for the patient.

Manufacturer narrative:
Submit date: 05/31/2016. After initial review of the information in the complaint file, the complaint was confirmed. The power cord attached to scd express, was checked; problem found in power cord. The root cause of the reported condition for the burned power cord was due to damage to the power cord cutting through the outer insulation. Depth of the cut appears to be deep enough to expose internal wiring. Damage of this nature occurring while the unit was plugged in would result in sparks and a burning smell. The damaged power cord was replaced to correct the reported issue. Scd express was manufactured in 2009. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed